Event description:
It was reported that during a routine check, the cs300 intra- aortic balloon pump (iabp) had a broken iab field port. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the iabp fill port. The fse performed the unit checkout. The unit passed all functional and safety tests. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10.